Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 was used during a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the physician advanced the forceps too far out of the endoscope and perforated the esophagus. No treatment was administered, the patient was only monitored after the procedure. Reportedly, there were no concerns about the patient's conditions and there was no alleged malfunction of the device . Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.